Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully completed the first pass using the benchmark. Then, after advancing the benchmark to the target vessel during the second pass, the hospital technologist noticed that the benchmark was leaking near the hub; therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.